Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6)-2013, clinical status assessment identified the patients' qualifying condition as myocardial infarction (mi). An elevated biomarkers indicated ischemia prior to procedure. The patient was referred for cardiac catheterization. The 1st target lesion was located in the proximal left circumflex (lcx) artery. The target lesion was treated with pre-dilatation and placement of a 3.50 x 20 mm promus element plus plus stent. Following post-dilatation, residual stenosis was 0%. The 2nd target lesion was located in the left anterior descending (lad) artery. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm promus element plus plus stent, resulting in a grade a dissection proximal to the target lesion and requiring intervention. Subsequently, a 3.50 x 12 mm promus element plus plus stent was implanted to treat the dissection. Following post-dilatation, residual stenosis was 0%. The event was considered resolved the same day and the patient was discharged 2 days after the event on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).